Manufacturer narrative:
Returned device was received in worn physical condition. During the evaluation of the device, there was a crack found in the enclosure by the drain elbow. This was found to be the cause of the complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer's case is leaking. No adverse events were reported.